Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. Upon evaluation, there was an open black pulse wire inside the trunk cable insulation. The cause for the test failures is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open wire. The last patient to use this belt did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt (B)(4), which was returned for normal maintenance, the electrode belt failed the fall-off and te recognition tests. The last patient to use this electrode belt did not report any problems.